Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda was unable to be determined. The reported tissue injury and recurrent mr were cascading events of the reported slda. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report incomplete coaptation and tissue damage it was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4. A mitraclip xtw was implanted at a2/p2 without issues. A mitraclip xt was implanted on a3/p3. However, after deployment it was observed the clip detached from the posterior leaflet after deployment, severe mr was noticed on the medial side of the first clip and going through posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). This resulted in a tear of the posterior leaflet and mr returning to a grade of 4. There was no clinically significant delay in the procedure. No additional information was provided.